Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. During a percutaneous left atrial appendage closure, a versacross connect laac was selected for use. The physician obtained femoral vein access and advanced versacross wire into the superior vena cava (svc). The wire was retracted inside the sheath, and it was lowered into the fossa ovalis (fo). When the sheath was lowered into the fo, it descended in a way that seemed to follow the fo in bicaval, which caused everyone to feel a sense of discomfort. The wire was extended, only a slight tenting was felt, there was no correlation with fluoroscopy, and no bubbles were noted when energization was performed once. After adjusting the position again, tenting was confirmed. It was difficult to adjust the position, energization was performed at the middle-anterior/mid position, and on the second attempt, bubbles were clearly noted. Thereafter, the left atrium (la) pressure was measured after replacing with a pigtail catheter, the left atrial appendage (laa) was accessed, and since renal function was poor. A 40mm watchman delivery device was used. The pass criteria were met, so it was released. After the procedure, pericardial fluid was confirmed, but there was a smaller amount than before the procedure and no significant change. However, a hematoma-like mass was found between the la and a valves, which was not present before the procedure. When intraoperative images were checked, it was found that there is a possibility that it passed through the patent foramen ovale (pfo) during the first energization, and that energization was performed between the la and the a valve. After the second energization, blood was already confirmed during la visualization. Afterwards, when the watchman was placed, a hematoma-like mass was confirmed on the 135-degree anterior side. Activated clotting time (act) was reverted to the baseline of 160. A computed tomography (CT) scan will be performed upon returning to the room, and the patient will be monitored for progress. During puncture, the rf wire perforated the left atrial wall and energization occurred while its tip protruded into the epicardial space. In the physician opinion, the primary causes are considered to be the potential presence of a pfo and the application of electrical current without being able to confirm wire tenting on ultrasound. No issues were encountered as tenting was clearly visible during the second energization. No significant changes at the cardiac apex or other locations. The device is not expected to be returned for analysis (discarded).